Event description:
It was reported that when using the bd pyxis¿ medbank tower, user had a count off error during medication issue. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user experienced a count error during medication issue. A technical support specialist remoted in and guided the client, using user permissions, on how to perform a cycle count. The error was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user had a count off error during medication issue. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.